Event description:
Angioplasty balloon ruptured with mild inflation pressure, during sfa angioplasty. Another balloon had ruptured with mild inflation pressure on same plaque. Successful angioplasty completed with another balloon.